Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise causing pacing inhibition due to oversensing. It was noted that the patient had a tube in the mouth and not sure if the patient had any symptoms. The lead was explanted during upgrade. The procedure was successful.